Event description:
On (B)(4) 2014, accessclosure, inc. (Cardinal health) received a complaint for damages that was filed in the county court of victoria at melbourne, which contained the following allegations: a patient claimed damages resulting from injuries he sustained after he underwent a coronary angiogram procedure on (B)(6) 2010. The patient attended the emergency department on (B)(6) 2010, from where he was transferred to a hospital on the (B)(6) 2010 in order to undergo coronary angiography. The patient underwent the coronary angiogram procedure on (B)(6) 2010, which was performed by two specialist cardiologists. During the coronary angiogram, a mynx vascular closure device 6f/7f was inserted into the patient via the right femoral artery. Following the angiogram procedure, due to symptoms of pain and numbness experienced by the patient in his right leg, a CT angiogram was performed on (B)(6) 2010 which demonstrated an occlusion of the femoral artery. The CT scan was focused on the mid-portion of the femur and did not assess the popliteal or distal tibial vessels. Subsequently, right leg arterial and venous duplex scans were ordered and performed on (B)(6) 2010 by a cardiovascular surgeon. The arterial duplex scan demonstrated occlusion to the distal popliteal artery with thrombus extending into the anterior tibial artery and tibioperoneal trunk. On (B)(6) 2010, the cardiovascular surgeon performed surgery to remove the occlusion of the right popliteal artery. The patient suffered ischemia to the nerves affecting the right lower leg and related injuries.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. UDI number: UDI numbers were not required at the time the device model described in this report was manufactured.